Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (rmca) using a penumbra system red 68 reperfusion catheter (red68), benchmark bmx96 access system (bmx96), velocity delivery microcatheter (velocity), and a guidewire. During the procedure, the physician advanced the red68 through the bmx96 and made the first pass using the red68. Subsequently, after the pass, the red68 then broke inside the bmx96. Therefore, the red68 was removed. The procedure was completed using a new red68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10. Device available for evaluation? (Do not send to FDA) 2. Section h. Box 3. Reason for non-evaluation 3. Section h. Box 3. ''Other'' reason for non-evaluation the product lot number was not provided, therefore, the manufacturing records could not be reviewed.